Manufacturer narrative:
Insulin pump had an intermittent button response due to moisture damage on keypad traces. Insulin pump had minor scratches on display window and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer took off the batteries and the battery cap and the set the pump for 24 hours. The buttons were not sensitive. Customer's blood glucose level was normal and did not require medical treatment. Pump will need to be returned. No additional information provided.